Event description:
It was reported to boston scientific corporation that a resolution 360 ultra clip device was used during a procedure performed on (B)(6) 2023. The anatomical location was unknown. During the procedure, two clips were successfully placed, the third clip closed and then immediately popped open. The procedure was completed at this time. There were no patient complications have been reported as a result of this event. No further information has been obtained despite good-faith efforts.

Manufacturer narrative:
Block h6: imdrf device code a150201 captures the reportable event of clip falls into patient in an open state. User facility: (B)(4).